Event description:
It was reported that a spectrum pump had no audio output during therapy in the general care area (medication, programmed amount and delivery rate unk). It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed through observation. The cause was found to be a failed speaker. The rear case assembly(including the speaker) was replaced.